Event description:
Product failure: thermage. I received a full face and eyes thermage treatment. The treatment was a complete failure: there was absolutely no effect. The product failure was confirmed by the six-month photo. Video media/tv show dramatic effects, w/o exception. Literature describes range of effects, including "minimal" effect. Neither media, nor literature, describe no effect. Manufacturer responded that they could not make guarantees, yada yada. Yet their website http://www.thermage.com/thermage-business-profitability/stated "typical gross profits for your practice are around (B)(6)." It's ludicrous that a completely ineffective treatment was approved. The (B)(6) would have been better used for an effective treatment, rather than a "thermage moneyectomy." Reason for use: tighten skin, open eyes.